Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
The reporter stated that the infusion device was delivering an inaccurate amount of insulin. The patient was hospitalized due to hyperglycemia. The patient was admitted into the hospital at 6:00am with a result of 12.0 mmol/l. The patient was treated with novorapid insulin injections and an IV drip for dehydration. The patient was released from the hospital at 2:00pm the same day. The infusion device was requested to be returned for product evaluation.